Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found an issue with the rinse unit tubing connected to the vacuum vessel; this caused waste fluid to drop back into the cuvettes. The fse replaced the rinse tube assembly. The system worked within specifications. The investigation determined the issue identified by the fse was the cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c501 module. The initial result was 158 mmol/l. This result was reported outside of the laboratory where it was questioned. The repeat result was 139 mmol/l. This result was believed to be correct and was reported outside the laboratory.